Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons had stopped responding. The patient confirmed that the keypad was intact but the ok, up, and down buttons were not responding at all. The patient stated that there were no noted prior keypad issues. The patient confirmed that there was no recent trauma to the pump. The patient noted that there was evidence of moisture behind the display lens. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp rag. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be responding normally. The pump was found to be leaking due to a crack in the casing between the lens and case seal. The keypad was removed and no button contact defects were found. The pump was opened and corrosion was found inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.